Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they had been having trouble with their recharger for probably the past 4-5 months. Patient said they would be charging their implanted neurostimulator and then all of a sudden, the recharging session would kick off and the implanted neurostimulator would no longer charge. Patient also said the wire up against the paddle was getting really hot and they got burnt on wednesday night when they charged because it got so hot. Patient confirmed they did not receive any physical injury from the burn. Patient met with their medtronic reps for the second time today and they told the patient that the paddle had wear and tear on it and needed to be replaced. Patinet confirmed physical damage. A repair request was sent to replace the recharger.

Manufacturer narrative:
The recharger with model 97755 and serial# (B)(6) was received for product analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.